Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0/6.1. The doctor held the patient's coumadin for two days. The device was replaced and requested to be returned for evaluation.